Event description:
It was reported that, one day post implant, the right ventricular (rv) lead exhibited a "pretty high" impedance rise and "crazy" oversensing. There was t-wave oversensing (twos) and the threshold had risen to a high value. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).